Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report the receiver initialized without a manual restart on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Data was downloaded from the receiver and reviewed, finding errors related to incident. A global receiver functional test was performed on the receiver and it passed. The complaint of 050 initializing screen without manual restart was confirmed. The root cause could not be determined post investigation.